Event description:
It was reported while using the cool path duo catheter to perform mapping and ablation of the left atrium, the pt developed a pericardial effusion. The cool path catheter was inserted into the left atrium using a swartz braided transseptal introducer. While moving the catheter inside the left atrium, the pt developed a pericardial effusion. The physician noted that catheter movement "tends to jump" when steering the catheter. A pericardiocentesis was performed and 100cc of blood was drained from the pericardium. The pt's current status is listed as "good".

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.